Event description:
The customer reported that the jaws were jammed during opening after sealing. The blade would not advance. There was not any unanticipated tissue loss or damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes. However the physician had to cut each side of the device with another new device to remove the jammed one. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found no defects. The reported condition was confirmed. The jaws were closed and the latch was jammed when received. The blade could not be advanced. Inspection of the device found a staple lodged in the hinge of the jaws. The investigation identified the root cause of the reported event to be user inadvertently grasping a staple in the jaws. The IFU states do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.